Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised due to infection, inflammation and pain. All products were removed and replaced. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). G2: foreign: poland. Multiple MDR reports were filed for this event: 0001825034-2023-01056, 0001825034-2023-01099, 0001825034-2023-01103, 0001825034-2023-01104, 0001825034-2023-01105, 0001825034-2023-01106, 0001825034-2023-01107, 0001825034-2023-01108. D11: unknown humeral bearing; unknown glenosphere; unknown stem; unknown humeral tray; unknown screw qty x4. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up report will be submitted. H3 other text : product not returned.